Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the 1 photo and 261 representative samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed that there were ink stains on 257 out of the 261 samples. Bd determined the root cause was related to lack of proper cleaning of the printing station. Bd has determined actions that will be implemented to address this issue. Production records were reviewed, and this batch was in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd syringe 5ml ls there was staining on the top web. This occurred 159 times. There was no report of patient impact. The following information was provided by the initial reporter: oil stain on packaging.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 5ml ls there was staining on the top web. This occurred 159 times. There was no report of patient impact. The following information was provided by the initial reporter: oil stain on packaging.